Manufacturer narrative:
(B)(4). (B)(6). Manufacture dates: 01/02/2017 - 01/03/2017. Two devices were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Pressure test, clear passage under water, and functional testing were performed with no defect found. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set would not flow. The nurse attempted to prime the line and the fluid would go into the compressed drip chamber; however, it would not flow through the tubing. All roller clamps were open. There was not patient involvement. No additional information is available.